Event description:
It was reported that during a da vinci si hysterectomy procedure, the mega suturecut needle driver instrument was not recognized by the system. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported failure mode as the instrument passed recognition and engagement testing on an in-house is3000 system. The system showed that the instrument had 2 uses remaining. The pogo pins did not stick and were not contaminated. The instrument was driven and moved intuitively. The instrument's grip close cable on one side of the distal clevis was derailed from distal idler pulleys. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .137 - .254 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.